Event description:
It was reported that the pt pulled the processor from their head because it was suddenly much too loud. Telemetry measurements showed 'poor coupling to the implant'. External equipment was exchanged but without alteration to the situation.